Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 10/22/2013, electrode belt: 4/13/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was conscious and talking to his son, before losing consciousness. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 16:33:45 and 16:34:38, arrhythmias were detected by the lifevest. The patient's rhythm at this time was ventricular tachycardia (vt) at 220 bpm and intermittent response button use. It is not known who was pressing the response buttons during this time. At 16:39:13, the patient received a treatment from the lifevest, the patient's rhythm at the time of the treatment was vt at 220 bpm, and the post shock rhythm was asystole for 7 seconds transitioning to severe bradycardia at 10 bpm. It was reported that ems was called and attempted to resuscitate the patient without success. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.